Manufacturer narrative:
Investigation results visual investigation: we made a visual inspection of the broken cage. The cage shows some cracks, no pieces are broken completely off. Batch history review: the device quality and manufacturing history records (DHR) have been checked for the available lot number and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number with this error pattern. The current failure rate is within the risk analysis and therefore acceptable. Conclusion and measures: the most likely root causes for an implant fracture during surgery are when the surgeon does not prepare the disc space sufficiently, if a too large implant is chosen, if too much manipulation is done or too hard insertion force applied. Due to the investigation results the root cause is most probably usage related. Based on the investigations and results of the 8d report no CAPA is necessary.

Manufacturer narrative:
Investigation on going. Additional information / results will be submitted in a supplemental report.

Event description:
It was reported that there was an issue with the peek implant. While attempting to implant the device in the disc area, the product was broken. The device was removed and another was used instead. The malfunction had a mild impact on the patient; there was a 25 minute delay in surgery. The adverse event / malfunction is filed under aag reference (B)(4).